Event description:
Rptr states that staff found live ants within the sterile packaging of device. Rptr claims facility had a previous experience in april with same product mfg by medline. No pt contact or involvement. Rptr still has device at facility. No report was filed with medline.